Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic, pelvic pain"), abdominal pain ("abdominal pain"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), fibromyalgia ("autoimmune: fibromyalgia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), visual impairment ("vision problems"), back pain ("back pain") and hypersensitivity ("hypersensitivity") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, rash, skin disorder, fibromyalgia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, tooth disorder, fatigue, alopecia, nausea, migraine, headache, hormone level abnormal, visual impairment, weight increased, weight decreased, back pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: she had received treatment for following events" dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), chronic, pelvic pain, abdominal pain back pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, rash/skin condition, bladder problems, urinary problems, bladder infection, uti (urinary tract infection), vaginal infection, dental problems, fatigue, hair loss, nausea, migraines, headaches, hormonal changes, vision problems, weight gain, weight loss". She had not undergone essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. This case is incident. Previously reported ¿injury to herself¿ was updated to more specified event¿ dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), chronic/pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, rash/skin condition, autoimmune: fibromyalgia, bladder problems, urinary problems, bladder infection, uti (urinary tract infection), vaginal infection, dental problem, fatigue, hair loss, nausea, migraines, headaches, hormonal changes, vision problems, weight gain, weight loss¿. Reporter¿s information, demographics, lab data, and essure indication (amended) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.